Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm on the insulin pump. The device was received with cracked reservoir tube lip, minor scratches on the display window and cracked case at the display window corner.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for no delivery was performed. Customer received three no delivery alarms which have resulted in high blood glucose. Customer advised an infusion set change resolved the issue. Customer declined to return the infusion set or reservoir for analysis. Troubleshooting for high blood glucose was performed. Customer advised they felt tired and treated themselves with a novalog pen. Customer performed the high pressure test and failed both times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.